Event description:
It was reported that a malfunction occurred with the customer's insulin pump, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed to put the malfunctioning pump into storage mode before returning it.